Manufacturer narrative:
(B)(4). Method: the subject rd900alu neopuff infant resuscitator was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility has reported that the peak inspiratory pressure knob of a rd900alu neopuff infant resuscitator was broken. Conclusion: without the return of the subject device or photography for evaluation, we are unable to determine the cause of the reported event. Each neopuff unit undergoes 100% testing on the production line to ensure compliance with critical product specifications. Units that do not meet the specifications are rejected. The subject neopuff would have met the requirements at the time of production. The neopuff is a portable, reusable device that can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Section d4: UDI details are not available based on the time of manufacturing. Section g4: the rd900agu neopuff infant resuscitator is not sold in the united states of america (USA) but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k971695.

Event description:
A distributor in italy reported on behalf of a healthcare facility that the peak inspiratory pressure knob of a rd900alu neopuff infant resuscitator was broken. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section d4: UDI details are not available based on the time of manufacturing. Section g4: the rd900agu neopuff infant resuscitator is not sold in the united states of america (USA) but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k971695.

Event description:
A distributor in italy reported on behalf of a healthcare facility that the peak inspiratory pressure knob of a rd900afu neopuff infant resuscitator was broken. There was no reported patient consequence.